Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s event of peritonitis. However, there is no documentation to show a causal relationship between liberty select cycler/liberty cycler set and the event of peritonitis. The pd effluent culture for this event of peritonitis revealed pseudomonas. Pseudomonas infection is caused by strains of bacteria found widely in the environment, especially after exposure to water. Serious infections can occur in people in the hospital and/or with weakened immune systems. The patient did take the liberty cycler into the bathroom during active treatment on 10/apr/2019. The power plug came out of the back of the cycler which led to a power failure recovery alarm; the patient cancelled the treatment. It is unknown if the patient followed proper aseptic technique while using the bathroom during pd treatment. Based on the available information, the cause of the peritonitis cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized on (B)(6) 2019 for an infection. Upon follow up, the peritoneal dialysis registered nurse (pdrn), clarified that the patient was seen in the emergency room (ER) on (B)(6) 2019 with abdominal pain; the patient had also noted fibrin in their pd effluent. The patient was hospitalized with a diagnosis of bacterial peritonitis. Pd effluent cultures revealed the presence of pseudomonas. The patient was treated with a 14-day course of both ceftazidime 1500 mg intraperitoneally, daily and cipro, 250 mg orally, twice daily (start dates not provided). There were no reported issues with the pd catheter. The patient is still recovering from the event and was discharged with continuing home antibiotic therapy on (B)(6) 2019. The event of peritonitis was not related to treatment with the liberty select cycler or any other fresenius products or equipment per the pdrn. The pdrn reported that the cause of the event of peritonitis is unknown. The pdrn had no concerns about the patient¿s aseptic technique. It was planned to see the patient in the outpatient dialysis clinic on (B)(6) 2019 and to re-train the patient per international society for peritoneal dialysis (ispd) guidelines.